Manufacturer narrative:
Device evaluation: thirteen devices were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during device analysis. The customer reported complaint was confirmed; a leak was found between the tube and female luer. It was found that the luer tube bond was separated at the tube and bond pocket was observed.

Event description:
The customer stated that, during manufacturing, it was discovered that the connector to the syringe was leaking, the drug solution sprayed through the entire laminar air flow during filling. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.